Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 5.2a, retainer ring = black, case type = ngp. Customer returned pump for alleged exposure to moisture on (B)(6) 2022. Unit passed displacement test. Unit did not pass the self-test, a pump error 75 occurred during testing on (B)(6) 2023 06:47:16.000. Pump was successfully downloaded with thump. There were no anomalies during testing and pump history file. Pump was cut open to perform visual inspection and found no physical or moisture damaged at the pcba 1, pcba 2, force sensor and motor home switch. P-cap locked into place properly. The following were noted during visual inspection: corroded home switch, corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Moisture damage was confirmed at electronic assemblies, motor assembly and a corroded battery tube. Pump error 75 was confirmed during testing due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump was exposed of moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.